Manufacturer narrative:
(B)(6). This report is for one unknown rib plate. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. (Therapy date): unknown date approximately seven (7) months prior to the date of this report. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. Patient code (B)(4) was utilized for anticipated revision surgery and additional medical intervention including unanticipated x-rays. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the unknown synthes rib plate was discovered to have broken postoperatively. The patient was initially implanted with the unknown rib plate and an unknown quantity of unknown screws on an unknown date approximately seven months prior to the date of this report to treat a chronic fracture and a small herniation. The surgeon removed old callus and filled with bone matrix and plated it. On an unknown date, the patient fell postoperatively on the operated side. After the fall the patient presented on an unknown date with pain and x-rays were taken. X-ray showed that the plate had broken between two (2) screw holes. The surgeon plans on revision surgery sometime in the near future but a date has not been scheduled. Concomitant devices: screws (part #s unknown, lot #s unknown, quantity unknown) this report is for one unknown rib plate. This report is 1 of 1 for (B)(4).